Manufacturer narrative:
Correction: evaluation codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 46523, was returned and analyzed. The data files showed that at least 14 applications were performed with the returned balloon catheter and four applications were performed with a non-returned balloon catheter without any issue on the date of the event. System notice 50006 ¿blood detection¿ was confirmed on the date of the event. Visual inspection of the balloon catheter showed there is dried balloon in balloon segment. The catheter failed the performance test due to system notice 50005 ¿the safety system detected fluid in the catheter and stopped the injection.¿ pressure test and dissection revealed an outer balloon pinhole. Further dissection and pressure tests showed the inner balloon and guide wire lumen were intact. The reported blood in catheter was confirmed through testing. The balloon catheter failed the returned product inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, blood was seen on the balloon surface and unable to be removed sufficiently and the balloon surface was rubbed with hand stronger than usual. Then, when deflation was performed, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped, and the vacuum disabled. Small blood-like clots on both sides of the coaxial umbilical cable connector where observed. The coaxial umbilical cable and balloon catheter were replaced with resolution. The case was completed with cryo. No patient complications have been reported as a result of this event.